Event description:
Reporting status: serious injury - required intervention. Reporting rationale: perforation not sealed; failure to treat with a graftmaster is an issue known to require a second device or additional procedure. Device issue: leak - stent graft. It was reported that a perforation occurred. A graftmaster stent was used to treat the perforation; however, there was difficulty delivering the stent and the perforation was only partially sealed, requiring prolonged balloon inflations to seal the perforation. No additional event or pt info is available.